Event description:
Customer reports, one incident has occurred due to the fact that the connector tubing from the pt to the sentinel seal has been pushed too far down into the collection chamber. When the collection chamber was full of blood, the blood blocked the exit of the connecting tube and there was no suction to the pt. No injury was reported as the pt was being monitored closely.